Event description:
During prep, the catheter splines wound nor return to deployment mode. Manufacturer response for pulsed field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).